Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to fracture, leading into high pacing impedances out of range, noisy signals, oversensing, pacing inhibition, and asystole of two seconds. The fracture was confirmed by an x-ray. The rv lead was successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to fracture, leading into high pacing impedances out of range, noisy signals, oversensing, pacing inhibition, and asystole of two seconds. The fracture was confirmed by an x-ray. The rv lead was succesfully replaced. No additional adverse patient effects were reported.